Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience proa is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a coronary lesion. A defect was noted in the rapid exchange (rx) system of a 3.50 x 08 mm xience proa stent delivery system (sds). When the sds was advanced with no resistance, the guide wire exited directly after the stent, not at the location of the rx port. The sds was simply removed from the anatomy and the procedure was successfully completed with an a new 3.50 x 08 mm xience proa sds. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported torn material was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported torn material (inner and outer member tear). There is no indication of a product quality issue with respect to manufacture, design or labeling.